Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting themselves and initiating therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. During troubleshooting it was identified that the clamp on the patient line had been closed during the priming phase of therapy resulting in an incomplete prime. Proper procedures were reviewed with the caregiver. The caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.